Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that the peritonitis was a result of the nurse forgetting to put the cap on the catheter; however, the exact cause remains unknown. On the same day as onset, the patient was hospitalized. The patient was treated with unknown antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Nine days after being hospitalized, the patient was discharged. The outcome of the event was unknown. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).